Manufacturer narrative:
Permobil ab received report claiming the end-user having inadvertently driven the power wheelchair into a wall due to numbness in their hand. The impact resulted in the end-user sustaining 3 broken toes as their foot was hanging over the edge of the footplate and was unable to slide backwards due to the heel cup design of the footplate. All accounts provided claim inadvertent use error as being the cause for the event, with no claim or allegation being made of any product malfunction having occurred. Device is reported to remain fully operational with no notable issues. A request has been made to permobil ab for a custom modification to extend the length of the footplate to where it encompasses the entire length of the end-user foot in efforts to avoid any chance for recurrence. The DHR was reviewed, and the device was found to have met specification prior to distribution.

Event description:
Permobil ab received a report claiming during normal use of the device, the end-user was unable to control the electric wheelchair as usual due to the cold and numbness in their fingers which caused them to hit a wall. The left foot got caught on the footplate, and because of its bowl shape, their foot was unable to move backwards and became trapped. The impact reportedly led to an injury requiring medical intervention to address.